Event description:
It was reported that the patient had a history of colorectal cancer with previous bowel surgery. The patient had post operative bowel obstruction and a colonic fistula and 2 ileus were noted. A feeding tube was placed. The patient developed a gastrointestinal (gi) bleed due to colonic issues. The patient also had pneumonia with recurrent respiratory distress which necessitated the need for tracheotomy. The patient eventually decided to transition to comfort care and passed away. The outcome was not device or therapy related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's pneumonia could not be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established. It was communicated that the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU lists potential adverse events, including bleeding, infection, respiratory failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, lists infection as a potential late postimplant complication. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.